Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. On (B)(6) 2019 at 07:03 the no external power alarm activated again due to both white and black lead rsoc voltage levels dropping down to ~4.6v. This event also occurred on mpu support and was consistent with a loss of ac power to the mpu. When power was restored, the no external power alarm cleared. During all events the controller supported the pump at the set speed while being supported by the internal backup battery, as designed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. It is unknown if the mpu cord came loose or if the patient had a v-lock connector. A root cause for the second no external power alarm was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The "powering the system" section of the IFU instructs the patient to use a functioning ac electrical outlet that is dedicated to mobile power unit use and not controlled by a wall switch. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 31 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log file were sent in for review after a routine clinic visit. The log file analysis showed there were no external power event. The mpu lost power either by the power cord became unplugged or lost of ac power to the mpu. It was noted that the system continued to operate at the set speed, and was supported by the controller¿s backup battery until external power was restored. The mcs device appeared to be working as intended.